Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. The customer's report was observed during review of the device data logs. However, the device was put through extensive testing without duplicating the report. Internal inspection resulted in no findings. The device was recertified and returned to the customer. Device logs were reviewed and showed multiple low o2 supply fault alarms during operation, indicating insufficient incoming oxygen for the selected settings. At 13:44:07, a self-check fault (compressor) occurred concurrently, preventing internal compressor from supplementing the low oxygen source and resulting in a low 02 supply failure, which appropriately stopped ventilation as a patient-protection measure. Additional log entries showed elevated tidal volumes and patient-related alarms consistent with a loose breathing circuit connection or inadequate patient seal. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device displayed an unrecognized "contact support" error message then stopped ventilating. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.